Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was some wear from normal use on a connector inside the umbilical connection causing the plastic of the connector to develop a bur and roll over into the way of the metal contacts of the connector. The representative cleaned up the plastic wear area and made sure the contacts were clear. This resolved the issue and the system then passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was not booting/connecting properly. It was later clarified that the system stays in standalone mode. There was no patient involved.